Manufacturer narrative:
(B)(4).

Event description:
It was reported that infection was observed on the device. Device was explanted and no new device was implanted. Patient is currently recovering. No further information available.

Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone in the atip, lvtip, rvtip, svc, and rv set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.